Event description:
The customer reported approximately twenty milliliters of clear fluid leaked from the lower right corner of the front panel of the coulter hmx hematology analyzer with autoloader. The leak was not contained and leaked into the bottom of the instrument, onto the counter and onto the floor. The fluid associated with this event is likely erythrolyses reagent. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a lab coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. Patient results were generated for an undisclosed number of patients. The results were "...." Or ":::::" results which indicate an incomplete computation or a flow cell clog detection respectively. The patient results were not actionable results. There was no death, serious injury or modification to patient associated or attributed to this event. There was an exposure plan in place at the facility and the material safety data sheet was reviewed.

Manufacturer narrative:
Service was not dispatched to the site for this event as it was resolved via beckman coulter led customer troubleshooting. Beckman coulter inc. Representatives had the customer replace the tubing through normally open pinch valve (pv27) to repair the leak. The customer executed successful controls after tube replacement to verify operation. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. The failure mode for this event was faulty tubing through pv27. This failure mode has the potential upon recur to cause erroneous unflagged results, flagged results and/or non-numeric results for differential parameters.